Event description:
It was reported that a malfunction alarm occurred with a pump, identified by malfunction code 12-0x2071. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but the customer declined to provide information on their backup therapy.